Event description:
It was reported that, "on post-op follow up, image appeared to show caudal screw backing out."

Manufacturer narrative:
Method: complaint history analysis and risk assessment. Results: event description is confirmed via x-rays. The product associated with the incident remains implanted and no revision surgery is planned to date. Complaint history analysis: 4 complaints involving 4 screws relating to post-operative screw back-out from plate. Investigations into past complaints concluded that the incidents were the result of non-fusion and user-error, ie over-angulation of screws. Risk assessment: no adverse consequences to the pt reported. However, failures of this nature can result in unanticipated revision surgery. Conclusion - no definitive conclusion can be drawn in this case due to the unavailability of the implicated devices. Report is filed on the screw. The plate, also implicated in this event, is part of the construct that remains implanted in the pt. If product becomes available and the results of any engineering analysis reveal any product issue, a separate report will be filed at that time for the plate.